Manufacturer narrative:
Upon receipt of the package the condition of the tyvek pouches were confirmed to have been compromised. The investigation into this issue shows that the package damaged was propaged by handling. A review of complaint history indicates that this is not a systemic event and it is highly detectable by the user.

Event description:
It was reported by the sales rep that when the box was opened, the packaging was found damaged.